Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's previous pump exchange is captured under MFR# 2916596-2017-02573.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017 with tricuspid valve replacement and clip placed to left atrial appendage. It was reported that the patient expired due to cerebrovascular accident. Patient developed neurologic changes suggestive of embolic stroke and developed hemolysis, suggesting pump thrombosis. Patient was taken back to operating room on (B)(6) 2017 for pump exchange (reported under MFR# 2916596-2017-02573). Following exchange, patient developed right retroperitoneal hematoma, believed to be related to perioperative anticoagulation. Patient developed abdominal compartment syndrome and underwent decompressive laparotomy and placement of a wound vac, acute kidney injury requiring continuous renal replacement therapy. Abdomen was partially closed and allowed to heal by secondary intention. Dialysis was transitioned from continuous to intermittent. While preparing to transfer patient from intensive care unit to step-down unit, patient was found to have new embolic cerebrovascular accident. Slight progress was made. However, patient became dyspneic on (B)(6) 2017 requiring urgent placement of continuous renal replacement therapy. Rapid deterioration occurred overnight, requiring code, associated with low vad flow treated with albumin and pressors and defibrillation for ventricular fibrillation. It is believed that there was hemorrhagic transformation of the previous embolic cerebrovascular accident. Autopsy was not performed. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported post-operative abdominal hematoma, renal dysfunction, ventricular fibrillation, stroke, and subsequent patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists bleeding, renal failure, cardiac arrhythmia, peripheral thromboembolic event, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.